Event description:
According to the facility, on (B)(6) 2025, the scissors were being used to "dissect tissue during a surgical procedure (carpal tunnel release)" on a patient, and while attempting to cut the ligament, "it was discovered that a piece was missing off the tip (of the scissors) and the fragment was visible within the open incision."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, the scissors were being used to "dissect tissue during a surgical procedure (carpal tunnel release)" on a patient, and while attempting to cut the ligament, "it was discovered that a piece was missing off the tip (of the scissors) and the fragment was visible within the open incision." Per the facility, it was "visible for easy removal" with an "adson pickup" and "after extensive examination and additional irrigation, surgery was able to proceed as usual." The facility also reports "no injury was identified" and "patient reported he is doing well the following day with normal post operative recovery underway." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.